Event description:
The device was implanted in approx the first week of 1/97 for infusion of fudr through the hepatic artery. On 2/6/97, a MFR rep contacted the facility to follow up on another report and was informed by a facility nurse that this pt had come into the office approx 27 days post implant and the device was dry. The facility nurse stated that the pt should have come into the office at an earlier date to have the device refilled; however, the physicians are implanting the devices and are not following up to confirm that the pt has an appropriate date for the first device refill. The device was refilled at that time with heparinized saline.